Event description:
Customer reported noticing a difference between the sensor and the blood glucose readings. It was noted that the sensor was reading 60 mg/dl off from the blood glucose readings and it triggered the low predict and threshold suspend alerts. Customer stated that their blood glucose readings were 135 mg/dl when the sensor was reading 85 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.